Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference # (B)(4).